Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cruciate ligament surgery the device became hot. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. It was reported that the handpiece over the handle becomes hot. The reported event was confirmed. The manufacturer evaluation revealed the planetary gear is rough, the ball bearing is worn and the coating at the stator winding is corroded. The most likely cause is attributed to wear and tear.